Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), alopecia ("hair loss"), bladder disorder ("bladder/urinary problems:") and urinary tract disorder ("bladder/urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, vaginal discharge, alopecia, weight increased, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she had received treatment for dyspareunia (painful sexual intercourse), dysmennorhea (cramping), pelvic/abdominal pain, vag. Discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event "injury nos" has been updated to "dyspareunia", events" dysmennorhea, pelvic pain, abdominal pain,menorrhagia, migration,vaginal discharge, hair loss,weight gain, plaintiff did not undergo essure confirmation test", reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.